Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was implanted after the use by date. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w3dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.